Manufacturer narrative:
The results of the investigation are inconclusive. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patients leads were explanted and replaced during the surgical intervention that took place on (B)(6) 2023 to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.

Event description:
Related manufacturer reference number:1627487-2023-03667. It was reported that both patients leads had migrated and the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 to address the issue.